Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative tested the system and found the patient pump was not turning and the resistors on the distribution board were smoking. The patient pump and the distribution board were replaced to resolve the issue. Subsequent testing did not identify further issues and the unit was returned to service. A review of the DHR could not identify any deviations or non-conformities relevant to the reported issue. The investigation has been completed and no trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that an error message was displayed on the patient circuit of the sorin heater-cooler system 3t during maintenance. There was no patient involvement.